Event description:
A 6f angio-seal vip vascular closure device was used to seal the arteriotomy site post interventional catheterization procedure. Several days after the angio-seal was deployed, the pt experienced symptoms of vessel occlusion. The pt underwent surgical exploration and revascularization to repair a dissection of the artery. The physician determined the dissection was not caused by the angio-seal. The pre-deployment femoral angiogram looked fine.